Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Insulin pump passed displacement test, self test and active current measurement. However, insulin pump failed sleep current measurement and long trace displays charge, battery lasts less than expected, problem isolated to electronic assemblies. Insulin pump received with pillowing keypad overlay and minor scratches on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had low battery life alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.